Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the thread of the instrument is worn after having it used for the first time. The event occurred during surgery. The surgery was completed without delay with another device.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: damaged thread. One additional similar investigated events for the lot number 4501909558 have been found. The following complaints are considered [date of the query: 09.10.2018]: (B)(4). Result: trigger for an issue evaluation is met. Therefore a new issue evaluation has been initiated. Event description: an extractor with sliding hammer (ref: 01.06808.300 lot: 4501909558) has been received. It has been reported that the thread to screw in the stem for extraction is worn after having it used for the first time during surgery. There was no risk to the patient and no delay of surgery. Another tray was used to complete the surgery. Review of received data: no medical data such as surgical notes, patient data or history or any other case-relevant documents received. Device analysis: visual examination: an extractor with sliding hammer (ref: 01.06808.300 lot: 4501909558) has been received for investigation. It contains three parts, handle, sliding hammer and the extension rod with thread (see image instrument_parts.jpg). No deteriorations, deformations or imperfections can be seen on the handle and the hammer. The extension rod had scratches on the surface and the thread is heavily stripped. Further no considerable deteriorations, deformations or imperfections can be seen. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. The review of purchase order showed lot no. 4501909558 was produced based on the old design before change project (closure: nov 30, 2017). Root cause analysis: the root cause analysis can be related to an existing CAPA, where the same damage mode was addressed: the material 1.4435 (thread manufactured from austenitic and not martensitic stainless steel as e.g. 1.4021.) Material 1.4435 cannot be hardened while 1.4021 can be hardened, thus providing an increasedresistance against wear. The 2 piece design (additional interface and welding): although the design meets the specified requirement, design changes are expected to decrease the complaint rate for the breakage/deformation of the thread. Therefore, change request was performed to address the issue. The change project has been fully performed and was closed on nov 30, 2017. Nevertheless, as the severity for a potential harm to the patient or user has been assessed to be minor and due to the low complaint rate of 0.61% no correction was performed regarding the products on the market, the instrument subject to this investigation is still of the old design as the purchase order was placed to on 28.08.2017 with old design drawing. Additionally, specific root cause determination has been performed using sap rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance: possible, as the damaged intrument is the old design before change project, this cause cannot be excluded. However, as stated within existing CAPA instruments of the old design can still be used. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient: possible, as the damaged intrument is the old design with previous material. Applicable before change project , this cause cannot be excluded. However, as stated within existing CAPA instruments of the old design can still be used. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling: possible, as exceptionally high force could. Damage the thread due to wrong usage and handling. Instrument cannot be used with the mating instrument or mating implant as intended due to surgeon or or staff unfamiliar with instrument usage and handling: possible, as the thread was. Damaged. This can be a consequence of unfamiliar with the instrument usage and handling. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling: possible, as exceptionally high force could. Damage the thread due to wrong usage and handling. Instrument breaks or deforms due to off-label / abnormal-use: possible, as abnormal use could result in exceptionally high force or wrong force distribution which damages the thread. -fracture of instrument due to general corrosion (crevice, pitting, galvanic): not possible as no indication of corrosion was found on the damaged site. Conclusion: the damaged instrument has been returned for an investigation, based on the visual examination the complaint could be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. As similar events have been reported and a CAPA has already been initiated and fully performed including the change project which was the outcome of the aforesaid CAPA nevertheless, as the severity for a potential harm to the patient or user has been assessed to be minor and due to the low complaint rate of 0.61% no correction was performed regarding the products on the market, the instrument subject to this investigation is still of the old design. There are several conditions that might have contributed to this failure, e.g.: contaminated thread by foreign particles or substances can change the force distribution; exceptionally high loads or loads in non-axial direction may also change the load distribution on the thread; if the thread is not fully tightened, there is some clearance and not all thread turns are loaded. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Refer to 0009613350-2018-00549.